Event description:
The customer contact reported a tubing rupture; subsequently, a leak of a radioactive isotope was noted. The customer contact reported that the option-lok male adapter of the tubing set was connected to the pt's left antecubital IV access site and was being used to deliver an unspecified volume of an unspecified iodine radioactive isotope. At an unspecified time, it was reported that while delivering the solution, the tubing ruptured at an unspecified location on the tubing set. An unspecified volume of solution leaked onto the pt's face. The customer contact reported that the pt's face was washed. The tubing set was replaced and the procedure was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though required, no additional info was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. During the investigation, no possible causes for the customer reported tubing rupture were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.